Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital on (B)(6) 2020 due to congestive heart failure (chf) that was unrelated to the device. While in the hospital, the patient experienced syncope. Upon interrogation, it was observed that the right ventricular lead exhibited noise resulting in pacing inhibition. The device was reprogrammed. The patient presented in clinic for a follow up on (B)(6) 2020 with no symptoms. Upon interrogation, it was revealed that the rv lead still exhibited noise that resulted in pacing inhibition. The device was reprogrammed to have the rv sensitivity at its max setting. The rv lead still exhibited noise, but did not result in inhibition of pacing. The patient was admitted to the hospital on (B)(6) 2020 due to a cause unrelated to the device and discharged on (B)(6) 2020 . The patient was asymptomatic due to the device. No additional information was reported.